Event description:
It was reported that the scissors were dull on the da vinci monopolar curved scissors instrument. No other information was provided to the initial reporter or left with the instrument. Nothing was reported to have fallen into the patient, and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the instrument blade cut test failed. The instrument was placed on an in-house system for a latex cut test. The scissors did not cut cleanly through .006 latex. The latex got snagged at the scissor tips. The blade edges were not damaged, but the edges did exhibit wear at the tips, negatively affecting cut performance. The instrument passed electrical continuity testing. Failure analysis investigation also found the following instrument damages: there were several areas on the tube extension at the proximal clevis interface with the pad printing material removed. The distal end of the instrument tube reinforcement ring was broken and had a piece missing that measured approximately .040 x .100. It was concluded that the pad printing damage and the broken and missing piece of the reinforcement ring was likely due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. A small fissure was observed in the axial direction of the main tube directly below the tube reinforcement ring. The proximal end of the tube extension and the distal end of the main tube were discolored with a dark purple tint. The customer reported complaint does not in itself constitute a MDR reportable event; however, the missing pad printing material or the missing piece of the reinforcement ring found during failure analysis investigation could likely cause or contribute to an adverse event, if to recur.